Event description:
It was reported that the unspecified bd phaseal¿ connector separated from the luer mating component during use. The following information was provided by the initial reporter: "rn walked into patient's room and the "male connector was on the floor with est. 75cc of darzalex. The line was still on the alaris pump and dripping on the pole and floor. Alaris pump was turned off. The darzalex bag was empty. Pt unaware of what happened and stated that he went to the restroom twice and that the line did not get caught on anything and was never taught. Pt placed in clean room while chemo spill kit was used. Notified dr. , np--- orders given to let patient go home."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.